Manufacturer narrative:
(B)(4).

Event description:
The consumer via a healthcare provider reported that their implantable neurostimulator (ins) hadn't been working for a year prior to the report. The battery was not working and the patient did not use the ins because it didn't help with leg pain. It was unclear if the lack of therapy or the ins not working started first. The patient was undergoing electroconvulsive therapy (ect) and had undergone a few sessions before it was realized that they had an ins implanted but the patient had not experienced any issues due to the ect and ins. The patient was indicated for spinal pain and chronic low back pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.